Event description:
A malfunction alarm was reported with a displayed code of malf 12, but no notable events occurred leading up to it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer successfully followed, and the malfunction did not recur. The customer continued to use the pump for insulin therapy.